Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found the pipetter arm in the x-position above the secondary rack was out of calibration. The instrument was tested without further problem and returned to service.